Event description:
Procedure: hernia repair. According to the reporter: the surgeon placed a permacol implant in a patient with prior surgeries and abdominal wall issues. Twenty days later, he had to go back to surgery due to mesenteric problem (necrosis). He claims that when he looked at the implant, there was no tissue in-growth and some degeneration. He claims that the permacol was being digested by the tissue and he wants explanations on why that happened.

Manufacturer narrative:
(B)(4).